Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. The balloon, inner shaft and outer shaft were examined. The balloon material was torn at the proximal balloon cone. There was no indication that there were any irregularities with the balloon material or markerbands that contributed to the tear in the balloon. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-mar-2018. It was reported that contrast medium leakage occurred. The patient presented with acute myocardial infarction. The target lesion was located in the right coronary artery. Following stent deployment, a 20mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for further dilatation. When the balloon was inflated, it was observed by angiography that the medium exits towards the artery. The balloon was deflated, removed and the procedure was completed. No visible pinhole was noted on the balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.